Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device and rupture. Healthcare professional added "hole, non-specific". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, red particles material was found on the shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken in the side posterior assessed as unidentified (tear) opening and a missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.